Event description:
On trip out of state 6/25/95 to 6/28/95, rptr was careful to test 3 times per day. Meter indicated very good (low to normal) readings. He adjusted insulin intake accordingly. Unk to rptr was steadily climbing glucose levels over the 3 day period, which peaked on interstate causing severe vomiting as well as other signs of high blood sugar. Meter indicated reading of 96, and no indicator of low battery or error. Rptr stopped and purchased new test strips, as those being used had a may 1995 exp date. Same test readings indicated. Rptr had begun a regime of injections of homulin r at 10 units every 3 hours to bring glucose levels down slow enough to prevent "crashing." Upon return to home pharmacy to inquire about battery replacement, rptr was informed that this meter was a throuw-away type, with a life expentency of 3 years. Rptr had purchased it 11/90 and was told he got 1 1/2 years more than most: rptr traded via rebate program for another co's meter. MFR told rptr that their meters last up to 10 years, and yes, they are a throw away. They would workout a rebate/trade deal which rptr declined because he did not trust the meter. They claimed no responsibility because rptr has used a generic brand strips, not MFR's. Rptr has been out of balance for over a year.